Event description:
The following information was reported by the (B)(4) distributor: "in six cases (described identically) there was a balloon loss of pressure at the second stop. Though in one of the cases two devices were used in the same patient (left and right). It was reported that this might explain the balloon loss of pressure due to calcified vessels in this case but not the rest of the cases. All 6 cases were within more or less two weeks." Manual compression was applied (duration unknown). No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the (B)(4) (lot f1216701) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report numbers 3004939290-2012-00333, 3004939290-2012-00334, 3004939290-2012-00335, 3004939290-2012-00337 and 3004939290-2012-00338 for the other five events.